Manufacturer narrative:
This supplemental report is being submitted to correct the lot# that was previously submitted on the initial MDR on january 03, 2014 for MFR report# 1049092-2014-00014. The product associated with batch 3g03340 was made according to specification. After detailed batch review, and a non-conformance report, several mixes with undissolved particles was discovered. All suspect mixes and any material that consumed a suspect mix were destroyed. It has no impact on this complaint. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user's wife was instructed to assure that stoma size was appropriate for size barrier being used. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
The following complaint was reported by the end user's wife: after wafer molded and applied to skin; turtlenecking caused discoloration or bruise to stoma which resolved after wafer was removed. The end user's wife reported they did not attempt to use again. The end user's wife was unsure of stoma size at that time.